Event description:
According to the reporter: the surgeon could not remove the device from the port due to not being able to unbend it. It was also reported the insulation tore on the shaft of the device on the distal end while inside the patient. It could not be reported if any insulation fell into the patient's cavity. Or time was extended but the length of time could not be reported. In order to remove the device the incision had to be increased and the device was removed. Additional detail has been sought but unsuccessful at the moment.

Manufacturer narrative:
Date of report: december 3, 2007.